Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ultramini enhanced meter had a power issue - meter does not turn on. The complaint was classified based on the customer service representative (csr) documentation since the patient could not be reached, despite numerous attempts, to obtain additional information. The patient stated that the alleged product issue occurred on an unspecified date "about one week" prior to the alert date of (B)(6) 2015. The patient manages their diabetes by self-adjusting their insulin dosage and usually takes 20 units of an unspecified type of insulin per day. No changes were made to the patient's normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unknown period of time after the alleged product issue first occurred they experienced the symptoms of "sweaty, dizzy and off balance", however, whether or not the patient received any treatment as a result of these symptoms is not known at this time since the patient could not be contacted to gain this information. At the time of troubleshooting, the csr noted that there was no misuse of the product, the correct test strips were being used and the issue could not be resolved. The patient's products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose using the subject meter which led to them experiencing symptoms which are suggestive of serious injury after the alleged product issue began.